Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device exhibited loss of capture (loc) on the non-boston scientific left ventricular (lv) channel since few years now. The physician reviewed and was toward downgrading to crtp to dual chamber ppm. This device and non-boston scientific lead remains in service. No adverse patient effects were reported.